Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip detached from one leaflet and remained attached to the other leaflet, and required an additional mitraclip procedure for treatment. On (B)(6) 2016, the mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3-4. Two clips were implanted, reducing the mr to 1 . On (B)(6) 2016, it was found that one clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr had increased to 4. On (B)(6) 2016, a second mitraclip procedure was performed for treatment. Two clips were implanted, reducing the mr from 4 to 2. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of mitral regurgitation (worsening) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which contributed to the slda; however, this cannot be confirmed. The mitral regurgitation (mr) was due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.